Event description:
Clamp was placed on the supra hepatic vena cava. Tape was tied around clamp to retract it back and the jaw of the clamp broke off, leaving the cut vessel unclamped, causing hemorrhage. This clamp was brand new and had only been used once.